Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual, tactile and microscopic examination was performed. A visual and tactile examination of the hypotube shaft profile and the shaft polymer extrusion identified no damages. A detailed microscopic examination of the balloon material identified no damages. A microscopic examination of the blades identified the following: blade 1: an examination of the blade identified no damages, and the blade and pad were fully intact. Blade 2: an examination identified that distal blade segment was bent. No other damage was present. The blade and pad were fully bonded on the balloon. Blade 3: approximately 2mm of the proximal end of the distal blade segment was missing. The rest of the blade was fully bonded on the balloon and the pad was fully intact. No issues identified during examination of the extrusion shaft. A microscopic examination of the tip section found that the distal edge of the tip was deformed.

Event description:
Reportable based on device analysis completed on 15dec2023. It was reported that the device failed to cross the lesion. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that approximately 2 mm of the proximal end of the distal blade segment was missing.